Manufacturer narrative:
(B)(4) has been created for this report

Event description:
The bristles came out and got stuck in my sons tonsil [removal of foreign body from throat]. The bristles came out and got stuck in my sons throat [device malfunction]. Case description: this is a spontaneous report received from a female consumer on 23jan2018 regarding her (B)(6) son where he was using col ptb motion kids and blue toothbrush bristles stuck in tonsil. Medical history of consumer not provided. On an unspecified date, child started using col ptb motion kids and child went to a&e on same day as report as he had a blue toothbrush bristle stuck in his tonsil from the toothbrush. Consumer stated that bristles came out from the brush. It was not reported what intervention/treatment was received. Action taken with col ptb motion kids was unknown at the time of report. The outcome of the event tooth bristle stuck in tonsils was resolved at the time of report.